Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation evaluation: the 5mm hex flexible screwdriver (part 03.037.028) was received at the investigation site with the shaft of the driver fractured into two parts. The fracture line starts at the handle end of the laser cut pattern and extends toward the tip and across the pattern to the next layer of the helical cut. Additionally, the shaft of the screw driver is permanently bowed into a slight arc. The fracture pattern and bow observed in the returned part could have been caused by torsional failure (excessive torquing). When this flexible screw driver fails in torsion, this fracture pattern is sometimes observed. The exact cause is unknown. This complaint is confirmed. The design is determined to be adequate for its intended use when used and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: no patient involvement reported. Unknown when device broke. Device is an instrument and is not implanted/explanted. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), part # 03.037.028 lot # 9298606, manufacturing date: 24.feb.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that sales consultant was reviewing his trochanteric fixation nail (tfn) set when it was noticed a 5mm hex flexible screwdriver was broken. It is not known when the screwdriver broke. The screwdriver was broken in two pieces where the shaft comes into contact with the flexible burr. There was no known patient involvement. Update - 3/11/2016-sales consultant confirmed that there was no patient involvement and the issue was not discovered during surgery. He found it broke when he was reassembling the set so he don't know when or who broke it. This report is 1 of 1 for (B)(4).